Event description:
The patient reported redness and swelling in their surgical leg which was confirmed to be a blood clot using a doppler. However, it is unclear if the blood clot was present prior to the implant procedure. The patient has since completed an additional course of blood thinners and as of (B)(6) 2026, the blood clot is still present. However, the physician has determined that no further intervention is required at this time. Additional information was provided on (B)(6) 2026. The implanting clinician noted they do not have concern with the blood clot at this time. However, the distal incision has dehisced. There are no signs of infection, the skin looked clean and well granulated, antibiotics were not prescribed, and the patient was referred to wound clinic to help promote healing. No further information is available at this time.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, implanting the neurostimulator too close to the targeted nerve, migration, and inadvertently puncturing bone or tissue have been ruled out. However, the patient is a poor surgical risk as they have factor v clotting disorder. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the blood clot is due to the patient being a poor candidate due to age, weight, or mental capacity as they have factor v clotting disorder. (User error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.